Event description:
At 7 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the lateralized glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 january 2024. Lot 2218468: 75 items manufactured and released on 18-oct-2022. Expiration date: 2027-09-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional revised implant: batch review performed on (B)(6) 2024 on reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot. 2247045, lot 2247045: 60 items manufactured and released on 22-feb-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, 42 items of the same lot have been sold with no similar reported event during the period of review.